Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error. The motor grind slower and light and also battery if was diminished. The insulin pump had scratches and also had no delivery alerts. Contrast was dim and insulin pump also received unexpected error code. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.